Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was achieved. Following deployment, the physician noted the appearance of a hematoma; he re-cinched the suture, following which he noted that there was an unusually wide spring distance of > 3 cm (the instructions for use state that the distance between the two ends of the spring should be 2 to 3 cm). Manual pressure was applied to manage the hematoma. Later the pt noted numbness in her feet and her pulses were noted to be absent 6-7 hours following ambulation. The pt was taken to surgery, where the collagen was found to be intra-arterial.